Manufacturer narrative:
The reported events of noise, insulation abrasion and oversensing were not confirmed. As received, a complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information noted that both the leads also exhibited oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of session records revealed multiple auto mode switch episodes. Noise was noted on both the right ventricular and right atrial lead; the physician suspected insulation anomaly. The patient was asymptomatic to the event. The leads were explanted and replaced during routine device change out procedure. The patient was in stable condition prior, during and post procedure.